Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 7232cx implantable cardioverter defibrillator 2004 (B)(6); (B)(4) stent 1998 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had decreased r wave measurement. The lead remains in use. No patient complications have been reported as a result of this event.